Manufacturer narrative:
H6: investigation summary: three photos were received by our quality team for evaluation. From the photos, the safety shield was observed to be separated from the eclipse hub. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. As no actual samples were returned, the team was not able to determine the root cause of this nonconformance. H3 other text : see h10.

Event description:
It was reported that syringe 3ml ll w/ndl eclipse 25x1 rb had a needle safety failure. The following information was provided by the initial reporter: material no: 305787 batch no: 7356256. It was reported needle safety failure. Verbatim: when a vaccinator activated the safety mechanism post-administration, the pink safety cover came off exposing used needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll w/ndl eclipse 25x1 rb had a needle safety failure. The following information was provided by the initial reporter: material no: 305787. Batch no: 7356256. It was reported needle safety failure. Verbatim: when a vaccinator activated the safety mechanism post-administration, the pink safety cover came off exposing used needle.